Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-05931. The patient has four leads (one pair was the same model/lot and the other pair was the same model/lot). It was reported three of the four leads were repositioned to improve coverage on (B)(6) 2013. Repositioning the leads resolved the patient's issue.